Manufacturer narrative:
E1 - initial reporter address 1: blk 3, level 1, (B)(6) hospital, (B)(6)

Event description:
It was reported that deflation failure occurred. The 70-80% stenosed target lesion was located in the non-tortuous and non-calcified superficial femoral artery. A 5.0mm x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was advanced over the wire, placed at the target site and was inflated at 14 atmospheres for 3 minutes. However, when the physician tried to deflate, the ballon could not be deflated. Negative suction with the inflation device was tried several times, but still the balloon did not deflate. The balloon shaft was cut at the mid-point outside of the patient with a scissor and the balloon partially deflated as observed under fluoroscopy. The balloon was removed partially inflated by pulling it out. The procedure was completed. No patient complications were reported.